Event description:
It was reported that the system intermittently locked up. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated during the service call. The system was tested and found to be working as intended and put back into service.